Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to <1. On (B)(6) 2021, 3 days post-procedure, while the patient was still in the hospital under observation, echo showed the xtw clip had detached from the anterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4. Per the physician, the slda was due to the quality of the tissue. On (B)(6) 2021 a second procedure was performed. A clip delivery system (cds) was advanced in an attempt to stabilize the slda clip. Once the clip was placed on the mitral valve it was noted the anterior gripper would not work. During removal the clip became caught in the chordae under the valve. The decision was made to not come out of the valve due to the previously placed clips and the commissural location, therefore the clip was deployed. Post deployment the clip detached from the anterior leaflet. Per the physician, the leaflet either slipped out on the side the gripper was not working or the leaflet was not completely grasped. The procedure was completed with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported slda was due to challenging patient anatomy. The reported patient effect of mr was a cascading event of reported slda. Additionally, mr as listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.